Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did any part of the broken pouch fall into the patient? No.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the pouch broke and stones fell into the patient. Had to pick up stones and gall bladder when pouch broke, also had to irrigate more than usual. Case completed with another device of the same product code. There were no patient consequences reported.